Manufacturer narrative:
(B)(4). Device evaluation: one used sample was received by baxter for evaluation. Visual examination of the sample confirmed a ruptured reservoir. Approximately 100 ml of solution was also noted in the housing due to the rupture. No other observation was noted on the sample. Similar reports have been received for the reported problem; the root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) basal/bolus infusor device had ruptured during filling. The device was being filled with ropivacaine hydrochloride hydrate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet begun. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.